Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported difficult to remove from the anatomy appears to be related to patient anatomy and due to limited space where the clip was to be implanted. The reported unintended movement associated with distal actuator mandrel jolting lateral after deployment appears to be due to tension on the system and is therefore related to procedural conditions and/or user technique. A cause for the reported difficult or delayed positioning associated with difficulty steering below the mitral valve; however, cannot be determined. Image resolution poor is related to procedural conditions as imaging was reported to be difficult. Unspecified tissue injury appears to be due to the procedural circumstances associated with the difficult to remove the clip from the anatomy. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. The mr was recurrent from a previous non-abbott transcatheter-edge-to-edge-repair (teer). A mitraclip xtw was implanted and the mr was reduced to grade <1. On (B)(6) 2025, the mr was recurrent at grade 4. A transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) displayed slight opening of the clip. On (B)(6) 2025, a second clip procedure was performed. On fluoroscopy the previous clip was noted to be opened to 15-20 degrees. An xt clip was selected to reduce the mr and stabilize the opened clip. The target was between the non-abbott clip and the xtw clip. There was limited space. The clip was positioned well and attempted to advance into the ventricle. The xt clip became stuck between the implanted clips. With a controlled push, the clip advanced into the ventricle. Steering below the mitral valve was difficult. Grasping and capturing was performed, but the leaflets were difficult to visualize. A leaflet assessment was not possible due to challenges with echocardiogram visibility. The anterior leaflet was believed to be captured. It was decided to deploy the clip. The clip was stable and there was a reduction from 4 to 3. During release, there was tension on the system. The distal actuator mandrel jolted lateral after deployment. After retracting the system, there was a floating structure/tissue visible at the lateral wall. The patient was hemodynamically stable and the clips were stable on the leaflets. The mr was reduced to grade 3 and no additional treatment was required. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. The mr was recurrent from a previous non-abbott transcatheter-edge-to-edge-repair (teer). A mitraclip xtw was implanted and the mr was reduced to grade <1. On (B)(6) 2025, the mr was recurrent at grade 4. A transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) displayed slight opening of the clip. On (B)(6) 2025, a second clip procedure was performed. On fluoroscopy the previous clip was noted to be opened to 15-20 degrees. An xt clip was selected to reduce the mr and stabilize the opened clip. The target was between the non-abbott clip and the xtw clip. There was limited space. The clip was positioned well and attempted to advance into the ventricle. The xt clip became stuck between the implanted clips. With a controlled push, the clip advanced into the ventricle. Steering below the mitral valve was difficult. Grasping and capturing was performed, but the leaflets were difficult to visualize. A leaflet assessment was not possible due to challenges with echocardiogram visibility. The anterior leaflet was believed to be captured. It was decided to deploy the clip. The clip was stable and there was a reduction from 4 to 3. During release, there was tension on the system. The distal actuator mandrel jolted lateral after deployment. After retracting the system, there was a floating structure/tissue visible at the lateral wall. The patient was hemodynamically stable and the clips were stable on the leaflets. The mr was reduced to grade 3 and no additional treatment was required.